Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report was sent in error. Further investigation has revealed that the leak was contained within the instrument, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using bd facscanto¿ ii waste leakage occurred outside of instrument. The following information was provided by the initial reporter, translated from portuguese to english: broken valve, showing a lot of leakage.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facscanto¿ ii waste leakage occurred outside of instrument. The following information was provided by the initial reporter, translated from portuguese to english: broken valve, showing a lot of leakage.